Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on all contacts. As a result, the leads were replaced via surgical intervention on (B)(6) 2025; during the procedure one lead was found fractured. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.